Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) spoke with the patient on (B)(6), 2010 and obtained the following information. The patient reported that on the morning of (B)(6), 2010 her eyesight began to appear "distorted" and her lips began to feel numb. In response to the symptoms, the patient claimed she tested her blood glucose and obtained an alleged high blood glucose reading of "104 mg/dl" with the subject meter. The patient stated she felt the result was inaccurately high compared to her feelings. As a result, she tested on another device and obtained a result of "49 mg/dl." The patient confirmed both readings were taken just a few minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. The patient stated that she immediately treated herself with food and/or drink and felt better afterwards. Prior to the onset of symptoms, the patient confirmed she had tested earlier that morning with the subject meter; however, did not recall the exact result obtained. The patient stated that the reading was "normal." The patient felt that the symptoms she developed may have been as a result of not eating enough that morning. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution to test the subject meter and strips. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient was reportedly symptomatic prior to obtaining the alleged inaccurate result. In addition, there was no delay of treatment as a result of the alleged issue. However, this complaint is being reported because the subject meter did not meet lfs accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.